Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2018-09304. It was reported the patient experienced lead migration. As a result, the patient underwent surgical intervention wherein both leads were explanted and replaced. Effective therapy was established post operatively. Device information for leads is unknown at this time. Additional devices may be added at a later date based on available information.